Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set. The troubleshooting did not resolve the issue. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 02/14/22, the customer indicated her mastitis started (B)(6) 2022 and she had been diagnosed by a doctor who prescribed antibiotics that she took four times a day for ten days. She additionally indicated her replacement breast pump was working a lot better and her mastitis was healing. The device was returned with the customer's parts and accessories and was evaluated on 02/25/22. The device passed suction and cycle specifications, although it was noted that there was breast milk residue on the connectors and membranes. The customer's breast pump also powered on with the customer's transformer, the lab transformer, and the customer's battery pack using lab batteries, but it was noted the eccentric motor shaft was out of specification. The customer's report of low suction and power issue could not be confirmed. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged to medela llc that her pump in style maxflow breast pump had low suction, which had caused clogged ducts and mastitis. She also stated the breast pump was no longer powering on.